Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was having a procedure and the ventricular channel recorded noise over sensing. The atrial channel showed no signals. It was discussed that they possibly programmed the device to ventricular pace only. The pacemaker remains in service at this time. No adverse patient effects were reported.